Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports being unable to obtain a result due to an error within specifications on the aviva system. Caller states customer had low blood glucose symptoms when he attempted to use the device. Caller treated the customer with capri sun and low blood glucose symptoms improved in 15 minutes. Requested return of suspect device and replacement was sent.